Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: filter entanglement with stent. Time of device issue: during the procedure. Adverse event: medical intervention required. It was reported that after successful implantation of the acculink stent in the left internal carotid artery, the emboshield nav6 became stuck on the end of the stent. It is surmised that the filter was not circumferentially apposed to the vessel wall and the physician inadvertently pulled the filter toward the stent. The introducer sheath was advanced onto the filter to push the filter "off" of the stent. The nav6 recovery catheter was used to recover the filter and successfully remove it from the pt. There was no adverse pt effect. The filter was intact. There was no adverse pt sequela. No additional information was provided.